Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this lead was stuck in the device header. It was noted noted to have significant insulation compromise in the pocket and the terminal pin and ring assembly had come undone. There were no noted abnormalities in lead performance prior to changeout. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.